Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple events of myopotential oversensing were observed via remote transmission. The patient will be brought into clinic to determine if the oversensing is reproducible. There were no patient consequences.

Event description:
New information received notes that when the patient presented in clinic, no further oversensing was noted. The patient will continue to be monitored via remote transmission. There were no adverse patient consequences.